Manufacturer narrative:
The investigation into this complaint has been completed. The reported issue was the water entering the patient¿s lungs when the patient was moved from the bed to chair stating that the humidifier¿s position was too high when it stayed on the ventilator¿s rail. No parts were faulty or replaced. A picture of the positioning of the humidifier at the time and a list of the connected accessories in the patient circuit were provided. Our evaluation has shown that the humidifier was used with appropriate tubing (f&p rt380) and filters. However, the customer stated that there was indeed more condensation than usual in the tubing, but the humidifier was filled as standard to its limit. A regular mounting clamp was used instead of the specified humidifier holder, which gave a position of approximately 10 centimeters higher than expected. When the patient is moved from bed to the chair or chair to the bed, when condensation is present in the patient circuit, it´s likely to move to the patient´s airway (trach, ett or niv interface), therefore measures should be taken to drain the patient circuit first (if condensation is present) before moving the patient. It is a standard of care that patient is being assisted by nurse during transition to bed or chair to ensure that airway is intact (endotracheal tube, tracheostomy, niv interface) and to avoid fall. Therefore, a present of condensate in the patient circuit is noticeable if needing to drain before the transition. This problem of water entering the patient¿s lungs began when the patient was moved to sit in the chair from the bed. The cause was a combination of the more than usual amount of condensation in the tubing and the using of a non-validated clamp for holding the humidifier that was approximately 10 centimeters higher the specified humidifier holder.

Event description:
Manufacturer's ref. : (B)(4).

Event description:
It was reported that about 15 cc of the humidifier¿s water entered the patient¿s lungs when the patient was transferred from the bed to a chair. According to the hospital the humidifier¿s position is too high when it stays on the ventilator¿s rail. The final patient outcome was no injury. Manufacture's ref.: (B)(4).